Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the backup alarm on the cpu has failed. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.

Manufacturer narrative:
The facility contact reported that the pm printed circuit board and power supply were replaced to address this reported condition - the device was then deemed ready to be returned to service. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause could not be determined.